Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.50 x 24 synergy drug-eluting stent was advanced but failed to cross the lesion and the stent struts got lifted. The procedure was completed using a non-bsc stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: a synergy ous mr 2.50 x 24mm stent delivery system (sds) was returned for analysis. An examination of the crimped stent revealed proximal and distal stent damage. Struts 1-3 from the proximal end of the stent were damaged and pulled in a distal direction. Strut row 1 from the distal end of the stent was slightly lifted. The outer diameter of the undamaged section was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed no issues. An examination of the shaft polymer extrusion identified no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.50 x 24 synergy¿ drug-eluting stent was advanced but failed to cross the lesion and the stent struts got lifted. The procedure was completed using a non-bsc stent. No patient complications were reported.